Event description:
A field service representative stated he was at the customer location to service the architect i200sr due to multiple error codes of 1007, unable to process test, activated read failure. The architect reaction vessels were the probably cause of the error code. No impact to patient management was reported.

Event description:
Patient revised for metal debris, squeaking and clicking.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number 1415939-2/27/09-003-r and is therefore unassigned. This is the final report.